Manufacturer narrative:
Continuation of d10: product ID evfxplus-34 (serial: (B)(6)); product type: 0195-heart valves; product ID evfxplus-34 (serial: (B)(6)); product type: 0195-heart valves; product ID d-evolutfx-34 (lot: 0012470424); product type: 0195-heart valves; product ID d-evolutfx-34 (lot: 0012470424); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of this transcatheter bioprosthetic valve, upon fluoroscopic inspection of the valve load, a misload was identified due to a frame node overlap involving the fourth node. This was due to a new valve loader. A new valve was loaded into a new dcs. A pre-implant balloon aortic valvuloplasty was performed due to calcification. Upon initial deployment of the next valve to a depth of 3 mm, an infold was observed in the valve frame. Subsequently, the valve recaptured and withdrawn from the patient. A third valve was loaded into a new delivery catheter system. Upon fluoroscopic inspection of this valve load, a misload was again identified due to a frame node overlap involving the fourth node. Subsequently, a new valve was loaded into another new dcs and implanted in the patient. No patient complications were reported as a result of this event.